Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was kink in the tubing causing the catheter to be replaced. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was admitted to hospital due to gastritis and received intravenous infusion treatment on (B)(6) 2019. During the treatment, the nurse found that the intima-ii catheter tubing was bent and immediately replaced with other intima-ii to complete the treatment, which delayed the treatment time of the patient.

Manufacturer narrative:
Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Neither sample or photo was returned making it impossible to observe the failure mode. The root cause could not be determined.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was kink in the tubing causing the catheter to be replaced. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to hospital due to gastritis and received intravenous infusion treatment on (B)(6) 2019. During the treatment, the nurse found that the intima-ii catheter tubing was bent and immediately replaced with other intima-ii to complete the treatment, which delayed the treatment time of the patient.